Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-17605: b2 outcome death, date of death, b5 patient outcome and mso statement, d4 model number, e4 should have been left blank, h1 type of reportable event.

Event description:
The patient expired while on support. Per medical safety officer review there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The us complainant had a cp support ongoing for a patient admitted in with known cardiac history. The pump was placed after arrest at work and CPR. After 2 days there was concerns for limb ischemia as the pump accessed limb had pulses absent. The limb was not treated prior to the patient expiring the next day.